Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving prialt 12 mcg/ml at 1.19 mcg/day via an implantable pump for spinal pain. It was reported that the pump was flipped and there were no known environmental/external/patient factors that may have led or contributed to the issue. A pocket revision was performed, and the issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury.¿